Event description:
It was reported that the user experienced a low blood glucose of 52 mg/dl without symptoms, treated with oral glucose, and later reported a high glucose of 276 mg/dl after announcing a missed dinner bolus post-meal while using the ilet. Symptoms included asymptomatic hypoglycemia and hyperglycemia. Outcomes included self-treatment with oral glucose and resolution without medical intervention. Investigation included review of reported glucose values and meal announcement timing. Investigation of this case revealed user error related to a missed and delayed meal announcement while the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to missed meal announcement.